Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: pfna nail broken approximately 10 weeks after insertion at the distal hole for the locking bolt. Patient was returned to the or for removal. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Additional product: hwc. (B)(4). Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis device received. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Manufacturer narrative:
Additional narrative: the device was sent to rms foundation for material analysis ((B)(4)). Based on the topography of the fracture surface, we can conclude that the implant was subjected to low dynamic bending loads (two-sided). Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the proximal femoral nail antirotation (pfna). The implant could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient(and instability of the fracture situation) may have played a certain role, too. No evidence of material or manufacturing defects were found.